Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced multiple drawer failures requiring maintenance. Recovery attempts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) was unable to duplicate the original problem but found that several cubes were overloaded. The customer removed some of the medications, and the drawer tested ok. A functional test was performed, and diagnostics were run with no further issues identified. The system functioned as intended after the field service engineer repaired the device.